Manufacturer narrative:
Device not returned.

Event description:
It was reported that pump battery overheated and could not be fully charged. After receiving low battery alerts/alarm, pump shut off and pump was in storage mode. Customer's blood glucose (bg) was 13 mmol/dl and ketone level was high. Customer went to the emergency room (ER). Customer did not discuss ketone level with the healthcare provider. Intravenous insulin and manual insulin injections were administered. Customer also "drank insulin". Bg lowered (8 mmol/l). After 3-4 hours, customer left ER in stable condition. Due to pump shut off, customer was not receiving insulin and reported this was cause of the elevated bg/ketones. Tandem technical support assisted customer with pump reset information. Customer acknowledged. Customer continued using pump for insulin therapy.